Manufacturer narrative:
Correction: manufacturer report 2938836-2014-15907, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that the device was found to have prematurely reached eri due to rapid battery depletion. The patient was in stable condition and will continue to be monitored remotely. The device remains implanted and will be explanted at a later date.